Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the insulin pump had a blank display. The blood glucose at the time of the incident was unknown. Troubleshooting was not able to resolve the issue. Advised when using the insulin pump belt clip to keep the tubing tucked inside. The device dropped and caused a blank display because the belt clip broke. The device was returned for analysis.

Manufacturer narrative:
The insulin pump had missing segments/partial display due to severely cracked and bleeding lcd glass. Pump passed idle current test. Unable to perform run current test, self -test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to damaged lcd glass. The insulin pump was received with minor scratched display window and cracked reservoir tube lip.